Event description:
I wanted to bring to your attention that we experienced a malfunction with a gomco 1.1cm clamp during a recent procedure last week. This is not the first time that they have encountered this issue. The clamp did not completely close, causing the skin to slip through and not completing the cut. I was unable to locate a serial number on the clamp, but the manufacturer date is 20240126.

Manufacturer narrative:
No samples returned so could not check the validity of the complaints.